Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products was unable to confirm the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. All the returned explants exhibited evidence indicating well fixation and proper alignment. No unusual wear patterns were noted on the patella or insert. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was experiencing contusions and swelling of the knee. It was postulated that the poly maybe worn and need replacing.